Event description:
It was reported that the survey respondent stated no and they were not able to successfully place the foley catheter in a patient because it was placed in the operating room (or) following transurethral resection of the prostate (turp) in relation to biocath foley catheter, 3-way catheter, 30ml balloon, french size 16.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent stated no and they were not able to successfully place the foley catheter in a patient because it was placed in the operating room (or) following transurethral resection of the prostate (turp) in relation to biocath foley catheter, 3-way catheter, 30ml balloon, french size 16.